Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. The patient reported experiencing erratic and ¿jumpy¿ cgm values on (B)(6) 2026. No specific examples of the fluctuating readings were provided; however, the patient stated that these erratic values contributed to the development of a hypoglycemic event. No cgm alerts were heard during the period when the inaccurate readings occurred. Later that evening at approximately 7:00 pm, the patient lost consciousness. She was found by her husband, and at that time, the cgm device was alerting for a low glucose reading. The husband was unable to locate the patient¿s blood glucose meter and called an ambulance. The patient was transported to the hospital. Upon arrival, a fingerstick measurement showed a bg level of 37 mg/dl, while the cgm continued to display low. The patient was admitted to the ICU and treated with intravenous glucose. She was also diagnosed with a urinary tract infection and received intravenous antibiotics. No additional medications were reported. The patient remained hospitalized for five days and was discharged with a bg reading of 334 mg/dl. After returning home, once the insulin pump was charged, the cgm displayed 123 mg/dl. No fingerstick comparison was obtained at that time. No additional cgm data were available because the pump had run out of battery prior to the patient¿s arrival home. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and loss of consciousness.